Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed shock impedance measurements of greater than 125 ohms. Historically the impedance measurements ran in the 100 ohm range. The system will continue to be monitored. There were no adverse patient effects reported.